Manufacturer narrative:
A visual inspection of the returned product shows both haptics are torn off and are missing. There is a tear in the lens optic. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and there was one similar complaint. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon had inserted a three piece collamer lens model cq2015 and a haptic tore off. The incision was enlarged to remove the lens and a anterior vitrectomy was performed. The surgeon put in an anterior chamber lens. No suture was required. The reporter had no further information.